Manufacturer narrative:
The device was not returned for analysis. The analysis is therefore based on the inspection of the quality documents associated with the manufacture of this particular device. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process which might be related to the clinical observation. In summary, the device was not returned for analysis. The review of the quality documents confirmed a regular device manufacturing.

Event description:
Noise seen on atrial, right-ventricular, left-ventricular and far-field iegms on vf recordings which was reproduced in clinic. (B)(4) 2014 - we were informed the ra, rv leads were explanted and the lv lead was capped due to noise and inappropriate shock on (B)(6) 20104. The ICD remains actively implanted.